Event description:
The healthcare professional (hcp) reported the home patient (hp) became fluid overloaded while using the homechoice cycler for apd therapy. The hcp relates the hp was hospitalized for eight days. During hospitalization, the hp was dialyzed using 4.25% dextrose solution. According to the hcp, prior to hospitalization the hp was in the care of a nursing home facility and received apd therapy with the assistance of the nursing home staff. The hcp relates the hp's condition has improved since being released from the hospital and home patient continues to use the homechoice cycler at the nursing home facility with no issues.